Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was not detecting in processor and an e315 scope communication error occurred. It is unknown when the issue was found. There were no reports of patient harm and no procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the scope communication error e315 was displayed on the screen. The additional evaluation findings were as follows: no image was present when the endoscope was connected and switched on, the plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid/moisture, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the scope connector had water leakage/excessive fluid ingress, the air/water channel was leaking, up/down angle was not to specification, the left/right angle not to specification, automated air leak testing failed, the up/down angle play was evident and the electrical safety testing did not meet specification. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.